Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that during a routine device upgrade procedure, the right ventricular lead exhibited intermittent sensing. The lead was explanted and replaced without complication. The patient was in stable condition during and post procedure.